Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacemaker was interrogated during a follow-up performed on (B)(6) 2015. When programming the rate response to twin trace, a message was displayed indicating that leads tests are to be performed. After selecting "no" to this message, all settings became unreprogrammable during the same interrogation session. Preliminary analysis results showed that the reported behavior is related to a programmer software issue.

Event description:
The pacemaker was interrogated during a follow-up performed on 28 october 2015. When programming the rate response to twin trace, a message was displayed indicating that leads tests are to be performed. After selecting "no" to this message, all settings became unprogramable during the same interrogation session. Preliminary analysis results showed that the reported behavior is related to a programmer software issue.